Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to faulty care and maintenance, which is misuse/abuse and/or user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and repair, it was observed that the trigger was jamming, the label was unreadable and the motor was running rough on the compact air drive device. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.